Event description:
On (B)(6) 2010, dr (B)(6), ophthalmologist, implanted an alcon mta2u0 anterior chamber intraocular lens in pt (B)(6) at (B)(6) hospital. The usual techniques and medications were used to implant the lens. Forty eight hours following the procedure, the pt experienced an infection of drug resistant strep pneumoniae in the eye. She returned to the operating room for an intraocular instillation of antibiotics, after which she began to improve. The lens is currently still implanted in the pt. The company was notified of the event. An internal infectious disease investigation is ongoing to attempt to determine the cause of the infection. Dates of use: (B)(6) 2010 - (B)(6) 2010 - still implanted. Diagnosis or reason for use: vision correction needed.